Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. The overall baseline gender characteristics is male; the age of the patients was approximately 75 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿his bundle pacing, learning curve, procedure characteristics, safety, and feasibility: insights from a large international observational study.¿ journal of cardiovascular electrophysiology. 2019; 30(10):1984-1993. 10.1111/jce.14064. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following patient complications during the use of an implantable pacing lead. There were patients who experienced: lead revisions or inactivations due to infection, venous thrombosis, displacement, threshold rising, and/or loss of capture. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique serial numbers. The status/disposition of the lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.